Event description:
(B)(4). It was reported during a percutaneous coronary intervention, vessel dissection occurred. (B)(6) 2008 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. A 90% stenosed and 12mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x16mm taxus express2 study stent, resulting in 0% residual stenosis. After placement of 4.0x16mm taxus express2 study stent an edge dissection noted. The dissection was treated with placement of 4.0x12mm and 4.0x8mm taxus express2 bailout stent. The following day the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).